Event description:
The surgeon was placing an implant with the handle inserter that came with the implant. After 3-4 taps with the mallet and removal of the inserter, the surgeon noticed the end of the inserter had broken off flush with the head of the screw. Fluoroscopy had to be used to make sure nothing from this event was retained in the patient.